Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. The following devices were also listed in this report: device name#: triathlon p/a cr beaded #5r; cat#: 5517f502: lot#: yyrru. Device name#: tritanium bplate triathlon s5; cat#: 5536b500: lot#: ctd105129. Device name#: tritanium patella-asymmetric; cat#: 5552-l-350: lot#: rr4g1. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Patient had an index right tka on (B)(6) 2023. Patient presented with pji and underwent revision on (B)(6) 2023. Only the liner was exchanged.